Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system extraction. Interrogation revealed noise on the atrial lead and high, in range, pacing impedance on the ventricular lead. Both leads were explanted. The patient was stable.